Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc could not identify whether the foreign material was the device-related material or entered from the outside of the device. Omsc surmised that this phenomenon attributed to the inappropriate reprocessing by the user. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. There is a leakage coming from the bending section rubber. The device tube was heavily scratched. The light guide lens was scratched and stained. Plug unit was scratched. Angulation was insufficient. The endoscopic image became reddish due to ccd unit damage. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was a leakage from the device and fluid invasion. The user returned the device to olympus repair center. Olympus repair center found that foreign material was exited out from the instrument channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.